Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced battery out limit and failed battery test. The customer's blood glucose value was 141 mg/dl. The customer stated that the pump alarmed after battery change. The customer stated that the batteries were not out of the pump greater than duration allowed by the pump. The product was not returned for analysis.